Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence. It was believed by the physician that the cuff was not closing enough to prevent leaking; however, the cause for this anomaly was not specifically determined. Therefore, the entire aus was removed and replaced. No patient complications were reported.